Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to e2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During the device evaluation, the reported event (error e333) was unable to be duplicated. Based on the results of the investigation, it¿s likely the error code (e333) was due to a temporary communication failure between the print circuit board (cp board) and touch panel. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The olympus (oml) field service engineer became aware that the doctor at the user facility was performing a laparoscopic cystectomy when ¿suddenly an e333 (touch panel error) code appeared on the touch panel¿ of the customer visera elite ii video processor. The processor still functioning and the image on the monitor was still there. It was reported the doctor managed to complete the procedure with the same set of equipment. No death or injury was reported.

Manufacturer narrative:
The reported error code was observed by the customer only once. No error code was observed for the remainder of the day. The subject device was returned to olympus repair center and could not be confirmed/duplicated. The device passed inspection and functional testing. The investigation is ongoing. However, if additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.